Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s charging cord was not functioning, resulting in inability to charge the device; a replacement charger was arranged. No clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. Investigation included review of the reported charging issue and confirmation of shipping a replacement accessory. Investigation of this case revealed a suspected malfunction of the external charging cord accessory with failure to deliver power to the device. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction.